Event description:
(B)(6), nurse, spontaneously called in to report that cadd ms3 pump sn (B)(4) reset and pump is stuck in set up screen. Error did not occur while in use and did not cause any harm to the pt. Pharmacy sent replacement pump. Pt was able to switch to her back up pump. Reported to (B)(6) by pt/caregiver.